Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported that the device was being changed out because the device was emitting tones. There is a concern that the battery did not last as long as expected. The patient also asked about warranty credit.